Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient recently had vns implanted on (B)(6) 2015. The patient was seen by her physician, and the patient had ptosis , third nerve paralysis that began immediately after vns placement. The physician attributed the left eye droopiness to vns surgery. The physician believed that the ptosis would improve over time. The surgeon who implanted the vns system diagnosed the patient with horner's syndrome, including ptosis of the left eyelid and smaller left pupil, on (B)(6) 2015. The surgeon attributed the horner's syndrome to retraction of the carotid sheath during vns implant surgery. The patient was referred to a neuro-ophthalmologist for treatment of the horner's syndrome.